Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. It was also noted that a hematoma developed over the pg pocket. The skin around the pocket area had become thin, so the decision was made to explant the entire system.

Manufacturer narrative:
This crt-d will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.